Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2023 pertaining to non mom construct was reviewed by clinician. (B)(6) 2023 MRI demonstrates right hip arthroplasty, mild increased signal on fluid sensitive sequences along the femoral stem. Moderate right greater trochanteric bursitis versus hematoma/seroma. The patient also reported having weakness and pain. The impression is mild trochanteric bursitis. Iliopsoas tendinitis appears to be from prominence of the irritating psoas tendon itself. Corticosteroid injection is recommended. Doi: (B)(6) 2022 (stem). Doi: (B)(6) 2023 (liner, head). Doe: (B)(6) 2023. Right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.